Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (mother) for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ping meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged product issue first began on (B)(6) 2016, 09:00pm. The reporter stated that the patient obtained blood glucose results of 21.3, 29.0, 3.8, and 3.2mmol/l, performed over 20 minutes apart. The reported time difference of greater than 20 minutes makes this comparison invalid for the purpose of determining an inaccuracy. The patient manages his diabetes with insulin pump therapy. The reporter detailed that the patient took an additional 0.20 units of humalog after obtaining the result of 21.3mmol/l at 09:00pm, followed at 2:00am with 0.55 units of humalog when the patient obtained the result of 29.0mmol/l. The reporter denied that the patient developed any symptoms. However stated that at 3:04 am when the patient obtained a result of 3.2mmol/l on the subject meter and was given some "juice" by his mother to bring his blood glucose up. No medical intervention was reported. No other medical device was used to obtain a blood glucose result. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure. The blood sample was obtained form an approved site. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient allegedly suffered symptoms indicative of a serious diabetes excursion of hypoglycemia, which required intervention from a third party after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.